Manufacturer narrative:
Concomitant therapies: juvéderm® ultra plus xc, bellafil, nasacort, mucinex ¿ d, and levomyoxile. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿deformed, necrosis of the upper lip," ¿looks like [they] have duck lips," ¿huge gap in between [their] lips," ¿upper lip is protruding," ¿delayed speech," ¿looks angry," ¿eyebrows do not look symmetrical,¿ and ¿lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported after injection with juvederm voluma xc in the "area adjacent to the nostrils," the patient reported looking "deformed," "necrosis of the upper lip," described that it "looks [they] have duck lips," a "huge gap in between [their] lips," stated that "the upper lip is protruding," delayed speech, and that they "look angry and [their] eyebrows do not look symmetrical." The patient also reported "lumps" on the "upper lip, above the eyebrows, in between the eyebrows, and adjacent to the nostrils." The patient could not specify when the events were first noticed. No treatment has been provided. The patient does not believe the adverse events are related to the product, but are instead due to the "incompetencies" of the injector. Patient was concomitantly injected with juvederm ultra xc in the lips and marionette lines, juvederm ultra plus xc in the nasolabial lines, botox in the forehead and around the eyes, and "bellafil." Patient is also taking nasacort, mucinex -d, and levomyoxile concomitantly. The injector indicated injection was performed along the cheeks in the zygomatic arches and stated the patient was happy with their results on the day of injection and during a follow up approximately two weeks after injection; there were no complaints. The healthcare professional stated the patient came into the office about 4 months after injection and was disruptive; the injector did not have a chance to observe the patient due to their behavior. The injector has not seen the patient since. This is the same event and the same patient reported under MDR ID #3005113652-2015-00824 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00822 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on 01/07/2016. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Patient reported after injection with juvéderm voluma® xc in the in the "area adjacent to the nostrils," the patient reported looking "deformed," "necrosis of the upper lip," described that it "looks [they] have duck lips," a "huge gap in between [their] lips," stated that "the upper lip is protruding," delayed speech, and that they "look angry and [their] eyebrows do not look symmetrical." The patient also reported "lumps" on the "upper lip, above the eyebrows, in between the eyebrows, and adjacent to the nostrils." The patient could not specify when the events were first noticed. No treatment has been provided. The patient does not believe the adverse events are related to the product, but are instead due to the "incompetencies" of the injector. Patient was concomitantly injected with juvéderm ® ultra xc in the lips and marionette lines, juvéderm® ultra plus xc in the nasolabial lines, botox&#59401;n the forehead and around the eyes, and "bellafil." Patient is also taking nasacort, mucinex -d, and levomyoxile concomitantly. The injector indicated injection was performed along the cheeks in the zygomatic arches and stated the patient was happy with their results on the day of injection and during a follow up approximately two weeks after injection; there were no complaints. The healthcare professional stated the patient came in to the office about 4 months after injection and was disruptive; the injector did not have a chance to observe the patient due to their behavior. The injector has not seen the patient since. This is the same event and the same patient reported under MDR ID #3005113652-2015-00824 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00822 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.